Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. This was reported by the physician from (B)(6) hospital where the patient was taken care of when she had erosion. The device implantation was performed at (B)(6). (B)(4). Report source: (B)(6) reference number: (B)(4); submitted to (B)(6) by the physician. (B)(4). The complaint device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx sling was implanted during a transobturator tape (tot) procedure performed on (B)(6) 2007. According to the complainant, on (B)(6) 2019, the patient experienced mesh erosion through the vaginal mucosa; consequently requiring medical or surgical treatment.